Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: synthes medial distal tibia plate. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an allergic reaction to the electrodes while treating with the orthopak device. The patient is using the electrodes a little higher than the ankle. The irritation started about 3 weeks ago. The skin irritation was right under the electrodes. The patient describes the skin as red and itchy with little blisters in each hair. The electrodes were changed and rotated every 3 days. The patient says that on the first and second day there were no issues with irritation. The patient has noticed that he only gets the irritation on the third day of wearing the electrodes without changing them. The area is clean with soap and water. After his shower the patient uses cologne because of the alcohol. The patient has sensitive skin. The patient is allergic to the cold weather. No blood pressure medication. The doctor saw the skin irritation on (B)(6) 2021 when the patient had a follow up visit. The doctor did not recommend to apply anything on affected area. The doctor discontinued treatment with the orthopak and switched to bone healing system.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient had an allergic reaction to the electrodes while treating with the orthopak device. The patient is using the electrodes a little higher than the ankle. The irritation started about 3 weeks ago. The skin irritation was right under the electrodes. The patient describes the skin as red and itchy with little blisters in each hair. The electrodes were changed and rotated every 3 days. The patient says that on the first and second day there were no issues with irritation. The patient has noticed that he only gets the irritation on the third day of wearing the electrodes without changing them. The area is clean with soap and water. After his shower the patient uses cologne because of the alcohol. The patient has sensitive skin. The patient is allergic to the cold weather. No blood pressure medication. The doctor saw the skin irritation on (B)(6) 2021 when the patient had a follow up visit. The doctor did not recommend to apply anything on affected area. The doctor discontinued treatment with the orthopak and switched to bone healing system. No additional patient consequences have been reported. The orthopak was not returned for further evaluation.